Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose. Reportedly, carbohydrates were consumed to address low bg. No pump, cartridge or infusion set issues were reported. Customer declined to provide further information.